Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04924. Concomitant medical products: articular surface regular constraint, item#: 90597003012, lot#: 64428213. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was unable to clip the articular surface into the tibia plate. There is no additional information at this time.

Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0002648920-2019-00869

Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0002648920-2019-00869.